Event description:
Boston scientific received information that the patient noted being hospitalized approximately 3 months ago, during which their device had been electively deactivated due to a problem with this transvenous defibrillation lead. The patient noted being sent home with a life vest. During a recent follow up visit a chest x-ray confirmed a lead dislodgement. This lead has been successfully repositioned. During this revision procedure high patient defibrillation thresholds (dft) were noted due to patient medication. Dft testing to completed at a later date with the patient off their medication. No other adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.